Event description:
It was reported that there was a lead safety switch (lss) due to high, out-of-range pace impedance of greater than 2000 ohms on the right ventricular lead. The device and leads remain in service. No adverse patient effects were reported.